Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt265 infant dual-heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated. Section d8: section unticked. Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare for evaluation in new zealand where it was visually inspected and analysed. Results: visual inspection identified no damage or defects with the returned rt265 infant dual-heated evaqua2 breathing circuit. Leak testing confirmed that the rt265 infant dual-heated evaqua2 breathing circuit was within specifications. Conclusion: we are unable to determine what may have caused the reported leak test failure, as there was no fault found with the returned device. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.